Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator filed the pre-use check (puc) during the pressure transducer test sequence. Our field service engineer (fse) investigated the device on site where the reported issue was confirmed. During troubleshooting, the expiratory channel printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The expiratory channel pcb was returned for further investigation. The provided device logs do not confirm confirm the puc failure during pressure transducer test but show that the safety valve test failed during the puc. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. It was not possible to start the ventilator due to communication issue with the returned pcb; it was not possible to reinstall nor upgrade the pcb with a relevant software version thus indicating issue with this pcb. It was not possible to further investigate the expiratory channel pcb. Based on these findings, the conclusion is that the device failed to meet its specifications, and that the expiratory channel pcb was the most likely cause of the reported issue. The expiratory channel pcb contains electronics, including a microprocessor, responsible for handling expiratory flow measurements. It also manages all electronic connections to and from the expiratory cassette, controls the expiratory and safety valves, and monitors temperature. A defective expiratory channel pcb may lead to stop of ventilation.

Event description:
Manufacturer's ref# (B)(4).